Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the was not working. A field service engineer (fse) disconnected the power cable from the communication sled, confirmed the power supply spun up. The station failed to boot with the pyxis bus cable connected, so the fse disconnected the pyxis bus cable from the auxiliary, tower, and remote manager. The station successfully booted after reconnecting all components except the auxiliary and found that drawer 5 was causing it. So replaced the drawer boards to resolve and verified functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary in medication room was completely dead and failed to work on critical override mode, which located in dmeds2es. Additionally, the customer stated that lot of medications were kept in this station and also connected to the fridge. The customer attempted to reboot the system, but the issue persisted. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care due to user was unable to use this device. There were no adverse events or injuries reported based on this event.